Event description:
It was reported that intracerebral hemorrhage and death occurred. The patient suffered from an intracerebral hemorrhage following a transcatheter aortic valve replacement (tavr) procedure. The patient received hospice care with intravenous comfort care medications. The patient died in the hospital and was not discharged post tavr.